Event description:
During cataract surgery, the crystalens haptic tore in the lens injector (MFR unk). As a result, the patient's posterior capsule tore, vitreous fluid was lost, and a vitrectomy was performed. The damaged lens was removed from the eye and a 3-piece iol was implanted in the sulcus successfully. The patient's prognosis is good, ucva is 20/25.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: the physician attributed the event to a surgical complication where the lens haptic tore due to improper loading in the lens injector system. The event resulted in a capsular bag tear.